Event description:
It was reported that this pacemaker was found to be in safety mode when the patient presented to the emergency department. Telemetry saw pacing pauses of about five seconds with no patient symptoms. Boston scientific technical services (ts) was contacted, and ts recommended device replacement and to send the device back for analysis. Subsequently, the patient underwent a revision procedure and the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode when the patient presented to the emergency department. Telemetry saw pacing pauses of about five seconds with no patient symptoms. Boston scientific technical services (ts) was contacted, and ts recommended device replacement and to send the device back for analysis. Subsequently, the patient underwent a revision procedure and the device was explanted and replaced. No additional adverse patient effects were reported. This device was returned to boston scientific for device analysis.

Manufacturer narrative:
Correction to fields f10 and h6: impact codes, updated to f08: hospitalization or prolonged hospitalization.

Manufacturer narrative:
Correction to fields f10 and h6: impact codes, updated to f08: hospitalization or prolonged hospitalization. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was interrogated with a programmer and found to be operating in safety mode. The device case was removed to facilitate inspection and testing of the internal components. The battery was disconnected from the hybrid assembly and detailed testing determined that this device experienced high impedance in the battery. However, a definitive cause of this high impedance behavior has not been determined. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was found to be in safety mode when the patient presented to the emergency department. Telemetry saw pacing pauses of about five seconds with no patient symptoms. Boston scientific technical services (ts) was contacted, and ts recommended device replacement and to send the device back for analysis. Subsequently, the patient underwent a revision procedure and the device was explanted and replaced. No additional adverse patient effects were reported.